Event description:
Procedure type: bowel resection. According to the reporter: a bladed v2 12mm trocar was pulled out of the box by mistake when the tech thought the trocar was bladeless. The surgeon used the trocar thinking it was bladeless when it was bladed and punctured 2 holes in the bowel that a general surgeon had to stitch. The product didn't malfunction but the packing is not labeled "bladed" on the box and therefore lead to the wrong product being pulled. There was unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 mins.

Manufacturer narrative:
(B)(4).